Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the lens was cracked during insertion of an intraocular lens (iol) into the eye. The iol was removed and replaced with another lens to complete the procedure. Additional information has been requested.